Manufacturer narrative:
(B)(4). The customer returned one opened kit containing a guide wire for evaluation. Visual examination of the guide wire revealed the core wire was broken near the distal j-tip. The exposed wire tip is tapered at the point of separation. Both welds were present and appeared full and spherical. The outer diameter of the returned guide wire measured to be 0.612 mm which is within specification per product drawing. The length of the returned guide wire could not be measured as the wire was unraveled and lengthened. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken near the distal weld. The guide wire met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The swg (spring wire guide) was not advancing properly in the artery. During removal the staff observed that the swg was unraveled.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the swg (spring wire guide) was not advancing properly in the artery . During removal the staff observed that the swg was unraveled.

Event description:
It was reported that: the swg (spring wire guide) was not advancing properly in the artery. During removal the staff observed that the swg was unraveled.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.